Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed and no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2021 that the patient underwent for a surgery. During the surgery, the nurse noticed that one of the two devices was not threading properly. In the final stages of threading, it appeared to be loose connection between the threads, and it was toggling back and forth. During routine processing, MDR technician noticed that one of the small little metal fastening bolts in the middle of the fenalic handle of the device had migrated outwards from inside the handle approximately 5mm. The surgery was completed successfully with 20 second delay. There were no patient consequences reported. This complaint involves two (2) devices. This report is for (1) handle for percutaneous threaded drill guides. This report is 2 of 2 for (B)(4).